Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning due to low lead impedance. It was further reported that due to the age of the patient that the physician would not be replacing the lead. No patient complications have been reported as a result of this event.